Event description:
Information received indicates an unintentional movement of the knee down function.

Manufacturer narrative:
The technician found fluid ingress on the connector board. He cleaned the connector and this resolved the unintentional movement.